Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged during a scheduled device replacement. The lead was repositioned during the procedure, however, the following day it had dislodged again and could not be repositioned as the helix would not extend/retract. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The was returned severed 60mm from the terminal pin and in two segments. Dried blood and body fluid were noted in the helix housing and past the neck region so the helix could not be actuated from the tip. As observed in the lab the extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer be smooth - irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function. This confirms the clinical observation of the not being able to extend/retract the helix when attempting to reposition the lead.